Manufacturer narrative:
The reported observation of pocket heating with the therapy turned on was not confirmed during electrical analysis of the ipg which included temperature testing at high settings. At no time during the 14 hour thermal test was an over-temperature logged. A diagnostic log review did not find any anomalies. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, and all test steps passed.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient¿s left lead migrated significantly resulting in ineffective stimulation. In addition, the patient was experiencing uncomfortable warming at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the devices were removed and new product placed to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.